Event description:
In 2008, the patient reported that for the past few months she has had to change her infusion site every 36 hours due to insulin pooling beneath her skin and causing knots. She stated that when she removes the infusion site insulin leaks from her skin and is not absorbed. She stated that she does have scar tissue. Her blood glucose has been elevated to 300-400 mg/dl as a result. Symptoms of elevated blood glucose are blurred vision. Lethargy, and she gets a headache. Her normal blood glucose range is 80-180 mg/dl. She treats elevated blood glucose by injecting insulin and changing her infusion site. She was educated on alternative infusion sites. She was sent information on infusion site management, an infusion set insertion device, and sample infusion sets. Upon follow up the following month, the patient stated that she continues to change her infusion site often but her blood glucose readings are better. A request for training was submitted. The patient did not require medical assistance from healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.